Event description:
A customer reported that "some tips do not cut." Timing of the event is unknown. There was no patient impact reported. Additional information has been requested, but none has been received.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).